Manufacturer narrative:
(B)(4). The lot number and sample are unavailable at this time, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during initial drain. The hp stated that there was air in the line. The baxter technical services representative had the hp end therapy and start over with new supplies. Baxter product surveillance spoke with the registered nurse on (B)(6) 2011. She stated that the patient had contacted her regarding this event. She did not know how air got into the line, and the patient did not find anything wrong with his supplies or set up. After starting over with new supplies, therapy went well. There were no adverse effects reported to be caused by this incident. There was patient involvement, but no medical intervention or serious injuries reported.